Manufacturer narrative:
Nakanishi is now trying to obtain further information about the event and patient.

Event description:
On december 10, 2018, an nsk ti95l handpiece was returned from a distributor to nakanishi for repair. There was a note with the device describing an incident where a patient ingested the handpiece headcap. The details are as follows. The event occurred on (B)(6) 2018. A dentist was performing a dental procedure using the ti95l handpiece (serial no. (B)(4)). During the procedure, the headcap came off from the handpiece, and the patient swallowed the headcap.

Manufacturer narrative:
The dentist refused to provide the patient's ID and weight. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [c181210-04]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject ti95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 2 service records (2009 and 2011) since the device was shipped. The repair details are unknown because the record retention period had been elapsed for the repair on the subject device. Nakanishi conducted a visual inspection of the returned device. Other than the headcap missing from the handpiece, there were no visible abnormalities such as cracks or dents on the outside of the device. Nakanishi attached a new headcap to the returned handpiece and observed whether or not the headcap would loosen by rotating the handpiece motor under no load and then cutting a melamine plate and a copper plate at the maximum speed (200,000min-1). The headcap did not loosen during the evaluation. Conclusions reached based on the investigation and analysis results: although nakanishi could not replicate the reported event, nakanishi considers the possibility, from similar phenomena that nsk has experienced in the past, that the combination of a strong impact on the device with cutting vibration could result in the reported headcap loosening/detachment. Failure to check the headcap tightness before each use as instructed in the operation manual contributes to the headcap loosening/detachment. In order to prevent a recurrence of the headcap loosening/coming off, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of checking the handpiece before use as instructed in the operation manual.

Event description:
On december 20, 2018, nakanishi received further information on the event. The event occurred on (B)(6) 2018. The procedure the dentist was performing at the time of the event was removing a dental crown from the patient's upper right tooth. The patient was not under anesthesia. Since the patient suddenly started coughing, the dentist made the patient sit up in the dental chair and gave the patient time to relax. When the dentist restarted the procedure, the dentist found that the headcap missing from the handpiece. The patient was sent to a clinic to get abdominal x-rays, and the headcap was found in the patient's stomach. According to the dentist, there were no abnormalities in the device observed prior to use.